Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a left tha, then on had a closed reduction due to dislocation. Then the patient had a revision due to pain and dislocation. During the revision, metallosis was noted throughout the hip and debrided. Head was cold-welded and could not be separated from the stem. Eto was performed to remove the stem. Eto was repaired with cerclage cables. Defect noted in the anterior superior of the cup and eroded, noted as source of dislocation. New cup, head, liner and stem placed. Notes indicate metal ion testing was performed on the day of discharge; however, no results were provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 16 years post-implantation, the patient underwent a left total hip revision due to repeat dislocations. Following a closed reduction, the patient had pain dislocated again and was revised. During the surgery, the surgeon reported metallosis. The head was cold welded to the stem so an eto had to be preformed and repaired. There was an acetabular defect noted as eroded. Attempts have been made and no further information has been provided.